Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an eye care professional (ecp) on 08/01/2017 via personal communication that a female patient had two corneal ulcers in her right eye (od). The ecp stated that the patient would be changed to daily wear contact lenses of a different material once the event had resolved. Further information received stated that the patient was prescribed ciprofloxacin ointment and drops, with contact lens wear temporarily discontinued. It was noted that the symptoms had not resolved at that time and the patient was scheduled for a follow-up appointment on (B)(6) 2017. Additional information has been requested but not yet received.

Event description:
Additional information was received on 12/05/2017 via a telephone call. It was reported that the patient's symptoms had resolved.